Event description:
During regular inspection, the device was found to display the attention and wrench icons. There was no patient use associated with the event. Physio-control evaluated the device and found that it was unable to power on.

Manufacturer narrative:
(B)(4): physio-control determined the cause of the malfunction to be an electrically leaky capacitor, designator c76, from the digital pcb assembly. The excessive electrical leakage depleted the internal hlc batteries. A replacement device was provided to the customer.